Event description:
The following add'l info was received by co on 4/18/00: the pt is a 39-yr-old male with a history of proctocolectomy and multiple operations for enteroperineal fistulas and small bowel obstruction in the past. The pt was recently found to have recurring left lower quadrant pain and on retrograde study has a high grade partial small bowel obstruction. Two weeks ago he underwent laparotomy with lysis of adhesions, resection of a small bowel loop was bypassed in the pelvis' and insertion of two sheets of seprafilm. The pt was discharged on the sixth post-operative day and re-admitted on the 9th orally decay. He has not improved inspite of a gasless abdomen. A small bowel follow through revealed a very proximal complete obstruction. Because this is a complete obstruction it was decided to explore. The pt was brought to the operating room on 10/29/98. The abdomen was opened and a small hematoma was evacuated. Residual seprafilm was visible but the entire small bowel was fixed with dense scar which was not detectable. Reportedly, one serosal tear was made which could not be repaired. It was felt at this time that further attempts at exploring this would result in multiple enterotomies and potential grave harm to the pt so it was elected to stop the surgery at this point. The fascia was freed up and the entire cavity was irrigated with antibiotic solution and a piece of vicryl mesh was placed over the seromuscular tear as it was not repairable at that time. His abdomen was closed except for the skin. This was left open and normal saline dressing applied. The pt was taken to the recovery room in satisfactory condition. Pain control was achieved post-operatively with an epidural. Tpn was administerd for a total of eight weeks along with bowel rest, ngt decompression with eventual resolution of the symptoms. The pt was discharged to home in stable condition n 11/12/98 with vna status. Discharge medications included fentanyl patch 50 micrograms per hr, to change every three days, clonidine psf patch, 0.1mg per day, to change every seven days, amitriotyline 10 mg by mouth at bedtime and tpn administration 8 pm to 8 am. The physician has related the event as probably related to seprafilm.

Event description:
Anastomotic leak. In december, 1999, a report was rec'd regarding a pt who had experienced an adverse event on october 17, 1998, following the placement of seprafilm. Reportedly the pt had undergone a surgical procedure at which time seprafilm had been placed. Within 48 hours of the surgical procedure, the pt developed a distal anastomotic leak and a laparotomy procedure was planned in order to correct this leak. An unsuccessful attempt was made to "get into the belly" as the seprafilm had "jelled" as a result the laparotomy was aborted and the abdomen was reportedly drained.